Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that on an unknown date, the patient was discharged from the hospital. Ten days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, fever, and vomiting. The cause of peritonitis was unknown. The same day as the peritonitis onset, the patient was hospitalized and treated with magnex forte injection (1.5gm, intravenous, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.